Event description:
Procedure type: laparo gastrectomy. According to the reporter: the surgeon loaded the 3rd cartridge onto the stapler and found the jaw would not move. First 2 firings were done without problem. Another device (gia80) was used to complete the procedure. No bleeding. No tissue damage. No unanticipated tissue loss. Nothing fell into the cavity. No patient harm. Operating time not extended. Patient age, weight and gender: unknown. No information about the use of reinforcement material.

Manufacturer narrative:
(B)(4).